Event description:
It was reported to boston scientific corporation in 2007 that a c.r.e.â¿¢ balloon dilatation catheter was used on a patient during a procedure the month prior (patient gender, age and weight unknown). According to the complainant, during the procedure, the cre balloon burst inside of the patient. The procedure was successfully completed with another cre balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complaint sample was returned for evaluation and a visual examination revealed that the balloon was torn longitudinally. The root cause of the complaint could not be determined definitively; however, the most probable root cause is balloon leak due to contact with a sharp exterior. Balloon damage may also occur due to a sharp exterior source penetrating the balloon, such as a calcified lesion, surgical staples or sutures, etc., or as a result of damage to the balloon during insertion through the scope. A DHR for the pertinent lot was reviewed; no anomalies were noted.